Manufacturer narrative:
This individual case was received by the manufacturer as part of a bulk report and is being submitted as a separate medical device report (MDR) specific to the identified device and patient. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 21mm trifecta valve was implanted. On an unknown date, patient experienced shortness of breath, hypoxia, fatigue, body aches, and cough. It was reported the 21mm trifecta valve was explanted on (B)(6) 2020.